Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18aug2019. The manufacturer's field service engineer (fse) provided the customer with the part number for the flow sensor assembly and discussed replacement procedure per the product manual. The customer replace the part and reported that this resolved the issue and the unit was back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Event description:
The customer reported that during the performance verification test (pvt), the unit failed the air flow accuracy test. The customer reported that the device was in clinical use at the time of the reported event however, there was no patient or user harm.